Manufacturer narrative:
Pump passed displacement test and self test. Pump was received with corroded battery tube and moisture damage on electronic assembly. No physical damage to the battery cap noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery, took the battery out and noticed that the battery was wet again and there were corrosion in the springs and battery compartment walls. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.